Event description:
It was reported that both the right atrial and ventricular leads were surgically abandoned as they came apart upon taking them out of the header during a generator change. It was believed this happened because the leads were stucked due to their longevity. A whole new pacemaker system was implanted, and the procedure was completed. No additional adverse patient effects were reported.